Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt experienced ineffective stimulation. She reported her bilateral leg pain is worse in the right leg, but she felt most of the stimulation in the left leg only. A diagnostic lead impedance measurement showed a 0.0 ohms reading on all lead contacts. An x-ray revealed that the lead had not moved. The pt is consulting with a physician about the next course of action. Follow up on the pt found no further issues reported. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.